Event description:
It was reported that the user experienced a prolonged high glucose event after dropping the pump during a supply change and suspecting a connector issue from a tubing tug; a subsequent supply change was performed, the system resumed insulin delivery, and remote reports indicated the device was online and delivering insulin. Symptoms included hyperglycemia. Outcomes included transient impaired glycemic control without medical intervention or hospitalization. Investigation included review of device data and user interview, along with troubleshooting and education. Investigation of this case revealed insulin delivery resumed after the new set was placed and glucose trended back to normal, with no evidence of device malfunction observed in available data. It was concluded that the cause of the hyperglycemia was unclear, with a possible transient interruption related to the infusion set or connector during the prior change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.